Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was not elevated on the transplant list. The device operated as expected and was not returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. No specific device-related issues or adverse events were reported; however, the hm3 lvas IFU provides a list of adverse events that may be associated with the use of the hm3 lvas in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that though patient outcome that the patient received a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.